Event description:
It was reported that 16 episodes of pump speed drops were noted between (B)(6) 2023. The speed was 0 rotations per minute (rpm) for between ~2-13 seconds. Log files captured driveline fault alarms, 29 low speeds, and 38 pump stops. Driveline disconnects occurred 13 times during the low speeds and pump stops. The patient was seen by abbott support and it was confirmed that the green wire of phase a was broken but safe to use. An ungrounded cable was used to prevent short to shield. A percutaneous lead was recommended but the patient was reluctant to have the repair. Controller MFR # 2916596-2023-07666.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: an analysis of the submitted log file confirmed driveline faults as well as low speed and pump stop events. Although a specific cause for these findings could not be conclusively determined through this evaluation, based on previous experience with the heartmate (hm) ii left ventricular assist system (lvas) and similarly reported events, the log file findings appear to be consistent with a potential driveline wire compromise. The submitted log file contained data from (B)(6) 2023. Intermittent driveline fault alarms were captured throughout the file. Electrical continuity data recorded in the log file during the driveline faults revealed a potential issue with the green and red wires of the driveline. Several low speed and pump stop events were also captured throughout the duration of the file, while the system was supported by battery power and the power module. No other notable events were captured. Based on previous complaint history, the events captured in the log file appear to be consistent with a potential driveline wire compromise. Furthermore, the patient has a history of known driveline issues. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. A and the hm ii patient handbook, rev. C are currently available. The hm ii IFU, as well the heartmate ii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that the hm ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient's pump was stopped on (B)(6) 2023 due to the driveline fracture. The pump could not be restarted after the controller was changed twice. The pump was successfully weaned. The pump was explanted on (B)(6) 2023. The patient was stable.